Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided. Section h11: the subject rt125 infant breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt125 infant breathing circuit failed the pre-use ventilator leak test prior to patient use. There was no reported patient harm.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt125 infant breathing circuit failed the pre-use ventilator leak test prior to patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided by the healthcare facility. Section h11: method: the subject rt125 infant breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned breathing circuit. Leak testing confirmed that the breathing circuit was within specification. Conclusion: we are unable to determine what may have caused the reported failed ventilator leak test, as there was no fault found with the returned device. All rt125 infant breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt125 infant breathing circuit show in pictorial format the correct set-up of the circuit and also state the following: - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.